Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID unkn-ld, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's previous implantable neurostimulator (ins) shut off each time she went through the pharmacy security devices due to the device's magnetic reed switch. The patient would turn her ins back on with her programmer. There was no injury to the patient. It was not anticipated that she would have this problem with her new device.